Manufacturer narrative:
Product event summary: the lead was returned and physical analysis is pending. Performance data from the device was received and analyzed. Analysis revealed an indication of over-sensing associated with the right ventricular lead; due to non-physiologic signals/sensing integrity counter, the criteria for the lead integrity alert were met, the impedance on the right ventricular pacing lead was beyond the expected upper range, and there was unexpected delivery of ventricular tachyarrhythmia therapy. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient received inappropriate therapy. It was also reported the lead displayed an increase in impedance and it was high. The lead was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation was ruptured. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.